Event description:
I got the natrelle style 168 biocell textured implants (saline) under the muscle on (B)(6) 2009 and purchased the extended deluxe warranty for (B)(6) dollars in which I have a confirmation number for that allergan claims they don't have. My right breast never dropped and I was back in surgery on (B)(6) 2009 and the same implant was used to drain/add saline through the valve. Dr. (B)(6) out of (B)(6) performed both surgeries and he did not change me for the second one within two months later. I was on depression medication when I received implants and was ok. It went downhill from there. My depression worsened. I was getting swollen lymph nodes in my groin and my cbc came back correctly. I was diagnosed with adrenal fatigue and placed on medication. My blood pressure has been extremely low since the implants, my body is always in pain and I had kyphosis at the time of the implants. My original intention was only for a lift because I had large breasts but dr. (B)(6) convinced me that a lift would still need implants. My hair falls out in droves and I weighted (B)(6) pounds at 5'7" at the time of explant which was two days ago. I ruptured last week on the right side and my back broke out in hives and I was extremely ill for a couple of days. I am two days post op from full explantation. There are not enough characters allowed but the main issues are the legitimacy of dr. (B)(6) and the product explained above.